Manufacturer narrative:
No further info is available at this time. A supplemental report will be submitted upon completion of the MFR's investigation.

Event description:
The pt was implanted with a left ventricular assist device. It was reported that the pt had drainage from the driveline, which had been cultured. The pt was initially managed on an outpatient basis for the driveline infection, but developed a fever and had been admitted for further observation and treatment. The pt was given po antibiotics on an outpatient basis, but was then admitted due to a fever. The source of the fever was unk. The pt was started in IV abx in the hosp. No other info was made available.